Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the ceramic tip was fractured and detached. Engineer evaluation: the ceramic tip of the device was broken off and approx. 9mm from the end of the steel tube. The tip was still attached to the semi-rigid. The fracture point is just above the washer location. The center conductor was not visible (presumably melted). In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured, and detached the end of the ceramic tip. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The complaint is confirmed. The customer's reported complaint description of probe tip fractured and detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. In lieu of a reported lot number, a ship history report (shr) was generated for item number (h787700106001us0) in order to ascertain the last three lots shipped to the reporting customer in the six (6) months prior to the procedure date. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Hardware unit review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware service order history records cannot be performed. In addition, this customer account did not request a service order (complaint) for their hardware unit at the time of this probe event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user experienced an issue when using a 14cm solero probe. Prior to insertion, the applicator was tested successfully for 10 seconds at 100watts. The unit was set for the procedure for 2 minutes at 140 watts. During the percutaneous ablation, after two minutes at 140w the doctor removed the probe from the liver during an open procedure, and was about to put it into the second lesion when he noticed that the tip was charred and looked different. They thought it melted, it looks to the tm like part of it broke off. They searched the liver with ultrasound to see if there were any remnants and couldn't find any. They opened a new probe and inserted it through a different path into the second lesion, finishing the procedure. It is unknown if they track ablated.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).